Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump alarmed for call service 087, a language file error related alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged call service alarm issue was duplicated in the evaluation. The pump powered up to a hard call service alarm 069 that was not cleared by pump reboot. The remaining testing could not be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board. Unrelated to the complaint, the threads on the battery cap were stripped/damaged. A battery compartment crack was found in the threads area on the side of the battery compartment.